Event description:
It was reported that two moss miami polyaxial screws broke post-operatively. The initial implant date was 2001. All hardware was removed in 2002. Solid fusion was observed and no new hardware was implanted. The screws broke at the base of the tulip head at the s1 level.